Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support had distal pulses absent. The patient was cool to touch with three second cap refill. The patient was assessed for escalation to impella 5.5 and impella cp support was for eight hours. The patient survived the event.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: b2-should have selected death and added date of death. B5-mso review. G1 MDR reporting contact email. H1-changed to death. H6 impact code 1802 added.